Event description:
Reporter indicated that the surgeon implanted a 12mm icm120v4 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Excessive vault and elevated intraocular pressure were noted, the lens was explanted on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).